Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump history crc failed. The customer¿s blood glucose was 5.9 mmol/l. Customer called in for the second time to report pump history crc failed. Displacement test ok as was it last time he called in. He did state that 3 weeks ago whilst travelling the security guard at the airport security refused him to remove his pump when requested to take a full body scan. This could possibly be the reason for the continuous pump history crc failed, now several times per hour. The customer was advised pump will be replaced. Advised to revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Alarm during testing. The motor was tested outside of the device and passed.